Event description:
It was reported that during the self-test before use, the alarm loop of the cs300 intra-aortic balloon pump (iabp) unit leaked. No personal injury was caused.

Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6) hospital. Due to character restrictions in block e1 telephone number : (B)(6) a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found alarm loop of the equipment leaked, and the valve group was found to be faulty. After replacing the drive valve group, the functional parameters of the equipment were normal and delivered for clinical use.

Event description:
N/a